Manufacturer narrative:
The device has been returned/received to date. The device is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle didn't inject indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 19 and deactivation occurred at pulse 29. Rotational sensor errors were present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and was programmed to deliver a 5-unit bolus. An 0x42 alarm along with a rotational sensor error were present in the reset data. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.